Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -8.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive change overtime. On (B)(6) 2024 the lens was exchanged for a different power lens and the problem resolved. Cause of event was unknown.